Manufacturer narrative:
A getinge field service engineer determined that this issue was normal user errors that indicated a problem with the catheter. No problems were found with the cardiosave itself and the device was returned to service. The fse states all functional and safety checks were performed. The unit was returned to the customer for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm and condensation in the catheter. There was no patient harm reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss in circuit. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).